Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced a skin reaction with redness, infection and lumps under entire patch area and a bit of pus on top of the insertion area. The patient visited a doctor for the skin reaction as it developed infection. Photo were provided with visible erythema extended beyond the area of exposure, the skin was swollen with edema caused by the visible inflammation and infection around the insertion site. It could be observed purulent drainage on the puncture site. The reaction was treated with a prescription of mupirocin ointment and oral cephalexin capsule. No data or product was provided for investigation. The allegation was undetermined. No additional event or patient information is available.